Event description:
The complainant reported the auomated impella controller (aic) screen would briefly shut down after powering on. The screen went black. It would then return to the home screen. The impella cp stopped. The impella cp and aic were exchanged. There was no patient injury. The patients outcome was noted to be good and the procedure was successful following device exchange.

Manufacturer narrative:
The impella console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
Additional information indicated that, during patient support, the pump experienced placement signal unreliable alarm.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the shutdown or restart issue, pump stop, and optical signal issue has been completed. The data logs were returned and the placement signal disappears and the motor current flatlines. The console was returned. The failure mode was not reproduced in two runs with a test pump in the field afterwards. The cause of the unexpected restart was the calculator subprocess crashing but the cause of the calculator crashing was not determined since the failure mode was unable to be reproduced. The cause of the pump stopping was not determined since the failure mode was unable to be reproduced. There was no optical signal issue found during the case. The placement signal disappeared because it was no longer able to be calculated due to the calculator crash. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated with additional information. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2025-28941.